Event description:
Boston scientific received information that this right atrial (ra) lead had insulation damage. During the generator change out procedure, while the physician was taking the lead out from the old can, the lead's insulation was peeled off and exposed the wiring. The physician was not comfortable of putting it back in and decided to implant a new lead as replacement. This ra lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.